Event description:
The hosp reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery device malfunctioned. When the trigger was pushed it made an unusual clicking sound and the energy was intermittent.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemnetal report will be submitted when the eval is completed. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use were observed. Small amounts of tissue and charred blood were observed on the heating element. No visible defects were observed. No visible defects were observed. The device was evaluated for toggle function. The toggle operated as expected. A slight "click" at the end of the toggle pull-back is present to indicate to the user that the switch has been pulled past the activation point. This tactile feedback mechanism is considered normal and expected. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use with a reference cable, adapter and a reference power supply vh-3010. The device passed the pre-cautery test; it produced visible steam and heat during ten 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device functions. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned 'green' within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported complaint was unable to be confirmed for any failure mode during testing. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).